Manufacturer narrative:
The 5.5 pump was returned for analysis, as were the pump data logs. The analysis revealed the pump to have stopped due to blood ingress, most likely from ingestion of biomaterial during the support. Biomaterial was found around the impeller of the pump and the logs revealed a sudden event that caused the purge to be blocked. The failure mode will be monitored and trended.

Event description:
A patient who was covid19+ was found to be suffering from myocarditis while hospitalized. The medical team chose to place an impella 5.5 via the axillary artery as she as in cardiogenic shock as well. The pump ran for just over 12 hours when the pump stopped. The pump had been running and supporting the patient successfully til stoppage occurred. The team noted that the patient did not have heparin anticoagulation running for many hours of the support. The pump was explanted and not replaced. She was stable enough without additional hemodynamic support.